Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The allegation alleges "tilt". Of the two filters in the CT report, only the "inferior-most" filter is tilted. Request for clarification has been sent. Until further information is available, the inferior-most filter will be the filter in this complaint. In addition, there has been a request for more information regarding the manufacturer of the superior most filter. Investigation: this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in 2002 due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation and device is unable to be retrieved. The patient further alleges worry. Per a computerized tomography (CT) scan of the abdomen dated (B)(6) 2019, ¿the inferior-most ivc filter is oriented normally with the apex cephalad to the legs. Apex of this ivc filter is at the level of l2-l3. Apex is abutting the lateral wall of the ivc. There is a 15 degree lateral tilt of the apex. The tip is located 4 cm below the right and left renal vein. Lateral filter strut extends 5 mm lateral to the ivc. Medial filter strut extends 8 mm medial to the ivc and does abut the posterior margin of the abdominal aorta. No filter strut fracture or bending. No evidence of stenosis of the ivc, however, calcifications within the ivc suggest possible chronic clot formation.¿

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: h6. Additional information: investigation. While the catalog number and lot numbers are unknown the device was described as a birds nest filter. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU warns the user that perforation of vena cava wall is a known adverse event for this device. Because there are adequate inspection activities in place, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook has concluded there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that vena cava wall perforation is a known potential complication of vena cava filters. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a bird's nest on an unknown date. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.